Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not delivering. Customer reported that as a result, customer was hospitalized with high blood glucose. Customer was hospitalized on (B)(6) 2015 with blood glucose of 800 mg/dl. Customer had no symptoms of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, insulin pump alarmed during tubing clamp test. Customer was advised to follow up with healthcare professional regarding high blood glucose.